Event description:
Information acquired on 3/27/97 indicates the entire device was removed from the patient and another device implanted in october of 1996, day not indicated, due to malfunction. Add'l lot/ser no: 1193j 002.